Manufacturer narrative:
Report source: medwatch #: mw5093959. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the right ureteral stricture during a laser lithotripsy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a zero tip basket was used in an attempt to remove a stone fragment at the area of stricture. However, the basket failed to open and became stuck inside patient. The basket was unable to release the stone. The basket was left in the patient, and a second procedure was required to remove the basket on (B)(6) 2020. In this procedure, a laser was used to remove two arms of the basket in order to remove the stone from the basket and to remove the basket from the patient. No further patient complications were reported as a result of this event.